Event description:
Reportedly, a high ventricular impedance (over 3000 ohms) was measured during the follow-up one week after implantation; in addition, pacing failure was observed at the highest output from the pacemaker, and the r wave amplitude went down from 7-8mv (as measured at implant) to 2-3mv. An x-ray was taken, which revealed that the tip of the lead connector pin was coming out slightly from the pacemaker connector port. Therefore a reintervention was carried out: the lead was confirmed to be fixed within the pacemaker port by a pull test; therefore, the setscrew was unscrewed in order to take the lead out from the port. A psa was utilized to obtain the lead measurements, which revealed no abnormal result. A new pacemaker was successfully implanted. The pacemaker involved in this MDR report was returned for analysis.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.